Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility the trigger of the device was sticking, causing the device to continue to run after the trigger was released. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Trigger assembly components were found to have excessive corrosion.

Event description:
It was reported that during testing conducted at the manufacturer facility the trigger of the device was sticking, causing the device to continue to run after the trigger was released. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.